Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.